Event description:
It was reported that high impedance was noted. Provocation testing was performed and connection issue was suspected. The pocket was opened and the setscrews were tightened. All measurements were in-range.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.